Event description:
The manufacturer received information alleging an issue with the ventilator's breath rate. There was no harm or injury reported. The device has not yet been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported an issue related to the device's breath rate occurred. The device was returned to a third party service center and this issue was not confirmed. The device did have evidence of contamination. The device's overhead blower filter, flow sensor assembly and tubing need to be replaced to address the contamination issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported an issue related to the device's breath rate occurred. The device was returned to a third party service center and this issue was not confirmed. The device did have evidence of contamination. The device's overhead blower filter, flow sensor assembly and tubing need to be replaced to address the contamination issue.